Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture. Explanted and replacement with non allergan devices.

Event description:
Healthcare professional right side rupture. Explanted and replacement with non allergan devices.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified, and the device was underweight. A microscopic analysis was performed which identified broken striated, wear abrasion and one striated opening. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. One opening striated in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive."

Event description:
Healthcare professional right side rupture confirmed via ultrasound. Explanted and replacement with non-allergan devices.